Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) delivered inappropriate tachycardia shocks due to an episode of atrial fibrillation (af) with rvr. And therapy was exhausted. No adverse patient effects were reported.